Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
The following event originated from a form of social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a pleural effusion occurred. A comment was received via an online watchman coordinator connect forum. The watchman coordinator responded to a comment stating that during a left atrial appendage closure (laac) procedure on an unspecified date, a patient had a massive pleural effusion, coded, and emergently required multiple units of packed red blood cells (prbcs) while they cracked the patient's chest. No further information was provided or is available.

Manufacturer narrative:
B5: correction added. B3 date of event : event date updated to 04/04/2023 as noted in previously reported event. H6: device codes corrected. H6: patient codes corrected. H6: impact code corrected.

Event description:
The following event originated from a form of social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a pleural effusion occurred. A comment was received via an online watchman coordinator connect forum. The watchman coordinator responded to a comment stating that during a left atrial appendage closure (laac) procedure on an unspecified date, a patient had a massive pleural effusion, coded, and emergently required multiple units of packed red blood cells (prbcs) while they cracked the patient's chest. No further information was provided or is available. Additional information was received that this event had been previously reported to boston scientific and captured in MDR #2124215-2023-17169, therefore this complaint is withdrawn.